Event description:
User error. Caregiver set heparin pump to a designated flow rate. Later that shift they noticed the flow rate was much too fast. There was no serious injury to the pt. The pump was checked by internal biomed dept and co rep. No problem with the pump was found. Therefore, it was hypothesized that the caregiver set the "total volume" rather than the "flow rate".